Event description:
During a procedure the surgeon could not get the stapler to fire.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73g2100119 investigation did not show issues related to the complaint.